Manufacturer narrative:
Unit alarmed during self-test due to faulty y-1 on rf board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was 225 mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to clear alarm with esc/act. The customer was assisted in performing a self test and test failed. The customer was advised that the device would be replaced.